Manufacturer narrative:
The customer's meter was received for investigation. Meter failed to power on. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with a coaguchek xs meter. The customer could see all segments of the "888"s but complained that some of the segments making up the results field were dim. The code number could be seen and all the numbers in the countdown sequence could be seen.